Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Also the impedance trend of the right ventricular pacing lead was variable. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, fluctuating and high impedance, non-sustained ventricular tachycardia (nsvt) episodes, high sensing integrity counter (sic), noise, and a possible fracture. It was noted that the lead integrity alert (lia) had triggered. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.